Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer¿s blood glucose level was 16.4 mmol/l at the time of the incident. The drive support cap was sticking out. The customer stated that anytime they put insulin in it and rewound it and when they go to prime it; it said compromised force sensor system alarm and had to rewind it. The customer was doing a set change when the issue occurred. The customer stated that the insulin continued to drip after the motor stops during the manual prime process. The customer stated that they were stuck in rewind complete or bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.